Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) implanted surgery aborted due to the urethra was perforated by physician error. A catheter was placed and the patient was doing fine at the end of the case. It was noted the physician chose not to re-implant the ipp and implant on a later date.